Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. During further testing at the service center, the device mechanisms, using a test device, alarmed with a s321 malfunction alarm code. This was due to a loose motor. The probable cause of the loose motor was due to the under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. No additional information was provided.